Manufacturer narrative:
Therefore, because a serious injury resulted, this event is reportable per 21 cfr part 803. The device was not evaluated because the issue is a known inherent risk of the device. We will continue to track and monitor the trend.

Event description:
It was reported that a patient experienced a dental implant loss.

Manufacturer narrative:
After receiving additional information and investigation this event is an implant loss; please disregard follow-up report # 1. Catalog number is also being updated from 17-1152 to 31010405. Also updating coding for this event. This is to correct and remove the codes that were initially reported - removing codes for: medical device problem code - 1863 the corrected codes for this complaint are: medical device problem code - 2408.

Manufacturer narrative:
Additional information received indicating this is not a implant loss event and is not related to an implant device. Please disregard this report.

Manufacturer narrative:
The date received by manufacturer (g3) was incorrect in the initial report. The value has been corrected in this follow-up report.